Event description:
The philips mp90 bedside monitor is a full featured physiological monitoring system. The monitor itself is a touchscreen while there is a remote control that gives the user full access to all functions while being further away from the screen. On the back of the remote is a bracket that fits into a mount on the monitor. The bracket came apart in such a way that part of it could have fallen into the open infant warmer and harmed a neonate.====================== manufacturer response for remote control for physiological monitor, philips======================philips has not shown any inclination to consider altering the design to make it safer.